Event description:
A malfunction alarm was reported by the customer, but there was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the customer with the reset process. The customer successfully reset the pump, and the malfunction did not recur, allowing continued use of the pump. The customer was advised to contact technical support if the issue happens again.